Event description:
A peritoneal dialysis pt has called to report fluid leaking from the tubing. He did say there was no moisture in the cassette door. The pt disconnected from the treatment set and used an alternative method. No report of ill effect. No sample.

Manufacturer narrative:
Device history record review: one complaint received on this symptom code on this lot/batch. Sample analysis: no sample has been received or is available for eval. Conclusion: the reported complaint is unconfirmed. Event data will be trended per quality data analysis procedure.